Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that multiple error alarm. Customer's blood glucose value was 105 mg/dl at the time of the incident. The customer was assisted with troubleshooting for multiple pump error. Device will return device for analysis.